Event description:
A malfunction alarm was triggered, identified as a software error, but no significant event occurred beforehand. The customer's blood glucose level remained within a safe range, not exceeding 500 mg/dl. Technical support assisted the customer in resetting the pump, and the issue was resolved without recurrence. The customer was advised to continue using the pump and to report any further issues if they arise.